Event description:
Related manufacturer ref# (B)(4). During the atrioventricular nodal reentrant tachycardia procedure, a prolonged procedure occurred. Every time the mapping catheter was turned/steered the catheter stopped responding and the display monitor would restart and say "initializing transducer." The mapping catheter was replaced and the issue was resolved. The ablation catheter had a display issue and the catheter was exchanged, but the issue persisted. Upon further troubleshooting the cable was exchanged and the issue was resolved. The procedure was completed without any patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The cause of the reported imaging issue remains unknown. Review of the device history record was not possible as the lot number is unknown.